Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery (sfa). During release of the supera stent in the sfa the supera didn't release completely and was partially deployed. However, the stent and delivery system were removed without issue and the procedure was continued with ballooning. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult/delayed activation and the reported activation failure including expansion failures were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in reported activation/deployment difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, it was confirmed the stent that was partially deployed was removed from the patient and another stent was implanted to complete the procedure. No additional information was provided